Event description:
In 2000 a greenfield vena cava filter was implanted in the inferior vena cava (ivc). In 2019 a CT scan of the abdomen without contrast observed the filter situated approximately 4.4 cm distal to the level of the renal veins in the ivc. The 6 struts extend beyond the lumen; the anterior limbs extend up to approximately 5 mm outside the wall. The distal end of the filter is just abo\e the bifurcation into the common iliac arteries. There is no significant tilt or angulation of the filter. The limbs appear intact and do not appear thin. No further complications reported.